Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including full functional testing, defib cycling, and multiple 200j shocks without duplicating any malfunction to the device. The processor/bridge/pace board was replaced as a precaution. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "defib disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.